Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 20-jan-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed the complaint lens was received incompletely cut, with lens damage (small edge tears) with a detached haptic and haptic damage (chipped haptic area). No additional defects were observed after cleaning the lens. Complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after inserting intraocular lens (iol) into the patient¿s ocular sinister (left eye) a vitrectomy was performed. The iol was removed and there was no incision enlargement. Replacement lens information was not provided. Outcome did not significantly interfere with activities of daily life and the patient has recovered. No further information is available.

Manufacturer narrative:
Additional information: date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. (B)(4). Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received. If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of the manufacturing record review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.